Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during resusitation of a patient (age & gender unknown), the device inappropriately shut down and then was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician changed the battery in the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 medical device problem code. The device was returned to zoll medical canada for evaluation. The fault was confirmed and attributed to the multifunction cable (mfc), which was sent to and tested in chelmsford but showed no issues under stress. It passed all the tests and was scrapped. The customer later confirmed the device worked well in service. The logs were reviewed and a defib pacer failure appeared following by multiple resets and low battery prompts, this appears to clear after power cycling and could not be reproduced. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during resusitation of a patient (age & gender unknown), the device inappropriately shut down and then displayed a "pace defib device failure" message. Complainant indicated that the clinician changed the battery in the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.